Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and was unable to duplicate any issues. The se replaced the graphical user interface (gui) latch and rotor due to damage found only. The unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator was inoperable. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event.